Event description:
It was reported that the patient never experienced therapeutic effect with the implantable neurostimulator. The patient tried four of the device's stimulation programs after the device was implanted. There was no therapeutic benefit with any of the different programs. The lead was, then, moved. The patient tried eight more stimulation programs without success. The patient did not undergo a trial stimulation prior to the device implantation. The patient noticed no difference whether the device was turned off or turned on. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had 3 appointments with his doctors in 2011 and his concerns with his device/therapy were not resolved. The patient was still having concerns with his device/therapy but had sought further help. The patient stared seeing a new physician in (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information. It was noted, the device had been turned off until recently, but the patient experienced extreme pain in the lower abdomen while on group 3. As a result, the patient turned the device off again. The patient was getting up 5 times a night and wanted relief. Later, it was reported by the medtronic representative that the patient had actually had 2 trials. The first trial was before the patient received his original implant. The 2nd trial occurred during the patient's lead revision. The lead revision was treated as a trial and the patient "seemed" to receive relief, so the patient was implanted. It was noted that now the patient was feeling stimulation in the right buttocks only, but stimulation was needed more centrally to provide better therapy. The patient had been referred to a new hcp, but it was unknown if the patient had made an appointment.

Event description:
Additional information received noted that the second implant didn't work and they went back in and changed position of lead wire into the patient's bladder and that didnt work either.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# j0527484v, implanted: (B)(6) 2006, product type lead; product ID 3023, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).